Event description:
It was reported that the patient was experiencing difficulty charging the implantable pulse generator (ipg). The patient was advised on proper charging techniques however the issue remained. Correct ipg placement was confirmed. The patient underwent an ipg replacement procedure and was doing well post-operatively.

Manufacturer narrative:
Analysis of the returned ipg revealed that upon receipt the device was no longer functioning. The device was undetectable and not charged. The device was cut open, and the battery measured 1.19 volts. The engineer observed excessive quiescent current, low high voltage (vh) impedance, and high temperature on application-specific integrated circuit (asic u2). Device data could not be retrieved using an external power source. The engineer determined that the device had been exposed to high-voltage transients or high radio frequency (rf) energy which can cause this type of damage. Per the physicians implant manual, electrocautery can transfer destructive current into the dbs leads and, or stimulator. Observations from the field indicated that the patient had been exposed to bipolar electrocautery prior to explant. Exposure to electrocautery caused the asic u2 anomaly resulting in fast battery depletion and difficulty charging the ipg. Thus, unintended use error caused or contributed to the event.

Event description:
It was reported that the patient was experiencing difficulty charging the implantable pulse generator (ipg). The patient was advised on proper charging techniques however the issue remained. Correct ipg placement was confirmed. The patient underwent an ipg replacement procedure and was doing well post-operatively.